Event description:
Same case as: 2134265-2013-07334, 2134265-2013-07335. It was reported that an automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used but the catheter showed no image at all and the ilab system was unable to perform auto pullback. The procedure was completed with another with the same device. No patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).